Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Troubleshooting activities performed by hillrom determined the cause of the reported issue was a non-functional standard patient station (srs). When the nurse pulled the code blue lever on the srs (the only code blue switch/lever in the room), no alert was sent to the nurse station since the srs was not functioning. The customer confirmed there was no patient injury or death associated with the code blue not annunciating and there was no report of medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding no serious injury occurred. However, it is likely a non-functional srs could contribute to a death or serious injury if the malfunction were to recur. Hillrom is cautiously reporting this event.

Event description:
The customer reported the code blue call was not functioning in operating room (or) 4 on the 1st floor. The customer confirmed there was no patient injury or death associated with the code blue not annunciating. This event was captured under hillrom complaint ref # (B)(4).